Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient presented to the emergency department on (B)(6) 2018 with complaints of left sided back pain, which was worse with movement and palpation and worse with breathing. Patient was given percocet for pain with improvement. Chest x-ray was ordered for back which was within normal limits. Duplex ultrasound was ordered, with resultant incidental finding of new acute occlusive deep vein thrombosis (dvt) within peroneal vein on right. Supratherapeutic inr, coumadin held. No acute vascular surgical intervention at the time. Patient was discharged on (B)(6) 2019 with plan to repeat duplex to evaluate for extension of the dvt as if it is. No further information provided.

Event description:
Correction: the patient was discharged on (B)(6) 2018.

Manufacturer narrative:
Weight: additional information. Description of event or problem and device manufacture date: correction. Manufacturer's investigation conclusion: a specific cause for the report of deep vein thrombosis and back pain could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(4), could not be conclusively established. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remained ongoing on (B)(4) following this event with no further related issues. The heartmate 3 lvas IFU lists venous thromboembolism as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: additional information